Event description:
It was reported that during an unknown procedure, the device would not fire after being reloaded. The customer could not provide the sales rep. With any additional information. Another device was used to complete the procedure. There was no adverse consequence to the patient. (B)(6).

Manufacturer narrative:
(B)(4). Cartridge pan. The analysis showed that the atw35 device was received in good visual condition and with no reload present, however a reload pan was found lodge inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the cartridge, it is possible that the lock out was forced enough to separated the cartridge from the pan leaving the hand inside the channel preventing another reload from loading. In addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.